Manufacturer narrative:
Initial and final MDR 1891621 - MDR 3003442380-2024-09187 - device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events on (B)(6) 2024 and (B)(6) 2024. The set was used for less than 24 hours for both events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.